Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to perform a pump reset, which resolved the issue, and the sensor session was successfully started.